Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v326929, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v475100, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that a device flip was not confirmed. The patient was knocked to the ground by someone else in a physical altercation and the patient had difficulty charging. However, the patient was seen by a manufacturer's representative and the generator was able to be charged, therefore the physician really doubted it was flipped. The patient status was recovered without permanent impairment and he was able to charge the unit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer representative thought that the patient¿s device might be flipped but this was not confirmed. There was no x-ray or physician on hand to make the determination or use diagnostic tools to draw a conclusion about the possible flip. The patient fell on or around (B)(6) 2014 and the battery was bulging out of the patient¿s back some. The fall was not caused or contributed to by the stimulation. There was no communication with the clinician programmer, patient programmer or the recharger. The patient noted that their device had not worked in a long time. An antenna locate was performed and the highest number they got was 32. The representative could feel that about 2/3 of the implantable neurostimulator (ins) was angled and the ins was bulged. It was unknown if the patient had stimulation at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.